Manufacturer narrative:
No sample is available for the MFR to evaluate. A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.

Event description:
The event is reported as: complaint alleges: it was reported that during a digestive laparoscopy, the balloon (inflated at 15cc) burst. The physician took another trocar to complete the intervention. No consequences, the pt is fine. Add'l info rec'd - balloon did in fact burst but no pieces dropped into abdominal cavity. No pt injury reported.